Event description:
Patient presented to physician with infection 10 days post implant. Physician prescribed antibiotics (B)(6) 2021. Infection persisted and physician surgically removed the full system on (B)(6) 2021, resolving the infection.